Event description:
The customer obtained discordant falsely depressed creatinine_2 (crea_2) results for three patients samples on the atellica ch 930 analyzer. The customer reported the results to the physician(s). The same samples were tested on an alternate atellica ch analyzer. The customer noted the repeat results were higher and considered to be correct. The customer issued corrected reports. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 results.

Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc) and noted droplets from reaction washer probe 5 falling into reaction cuvettes during processing. The customer stated the quality control (qc) was in range. Siemens dispatched a customer service engineer (cse) to the customer site. Siemens reviewed the information provided and assisted the customer. The operator was not exposed to any bio-hazardous material and wore personal protective equipment (ppe) to clean the leak. Siemens performed troubleshooting and services on the atellica ch 930 analyzer and solved the issue by replacing the inlet water valve. Siemens investigated the complaint and performed the mandatory update (mu) 'cl030/21/s - atellica ch 930 analyzer - smc manifold valves' as part of the troubleshooting process. After post-services and valve replacement, the cse noted no further droplets from the wash probe and resolved the issue. The analyzer is performing as specified. An urgent medical device correction (umdc) asi21-02.a.us was sent to us customers, and an urgent field safety notice(ufsn) asi21-02.a.ous sent to outside the us (ous) customers in may of 2021. The umdc and ufsn describe a manufacturing defect that may result in the valve wearing and leaking over time. Siemens requests customers to follow the instructions of the umdc/ufsn to ensure the correct operation of the systems until siemens service personnel schedule replacement of the parts. To date, there are no allegations of injury due to this behavior.